Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.1.0. H6) multiple annex a codes were applied to capture this event. A0908 captures the inability to lock the trajectory while a0709 captures the system having a hard time seeing the biopsy needle. The system was serviced in the field. In summary, the system performed as intended, no faults were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the system was having a hard time seeing the biopsy needle. The site could see it in the right-hand corner listed as verified. It is listed. They were unable to unlock trajectory. It was greyed out and the unlock trajectory greyed itself out. The tip tip-stop point was not showing in the bottom left hand corner. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H3: analysis was performed for product 9735737, software version: 2.1.0. In summary, the analysis concluded that the user used trace registration, where the collected trace points appeared on the superior part of the head. Most of the trace points were sunken inside the skin. User error might have resulted in the reported behavior; however, the logs and archives did not capture the root cause of the reported issue. The information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. Previously coded b01 and c19 are applicable, as well as newly coded d15 pertaining to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.